Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument cable was sticking from the tip. The procedure was completed with no patient harm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the instrument was inspected prior to use and no damage was found. The tissue was being spread when the silver cable was broken. The customer did not try cauterizing when the issue occurred. No thermal damage was found on the site of breakage. The instrument did not collide with any other tool or instrument during procedure and no fragment had fallen into the patient¿s anatomy. The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to reproduce and confirm the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage.